Event description:
Boston scientific received information that this product was part of a system revision in late-(B)(6) 2014 due to infection. There were no additional adverse effects reported. The product was explanted. A right ventricular (rv) lead was implanted as a temporary pacing lead following system explant. Subsequently, boston scientific received information that this patient died seventeen days later. According to the local representative, the patient died of electromechanical dissociation (emd) and was not related to the patient's infection. The local representative was not aware of any allegations of product malfunctions or that the use of boston scientific products caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.